Manufacturer narrative:
This event represent a reportable malfunction in which a user facility reported that a dialyzer blood leak occurred during hemodialysis (hd) therapy; therefore a malfunction MDR will be generated and filed.

Event description:
A nurse reported a dialyzer blood leak associated with a hemodialysis (hd) treatment. In a follow up, the nurse said the leak occurred within one minute of starting the hemodialysis (hd) treatment.the leak was not visually seen. Blood tests strips were used and tested positive for the presence of blood. The fresenius bluestar 2008tdialysis machine did alarm with a blood leak alarm. Fresenius bloodlines were being used.there was no damage noted on the dialyzer. There was patient blood loss of 250ml. There was no patient injury, adverse event or medical intervention reported. The patient finished treatment on a different machine with new supplies. The device is available to be returned to the manufacturer for evaluation.